Manufacturer narrative:
(B)(4);an x-ray was performed and no anomalies were noted. The cause of the episode was believed to be due to electromagnetic interference (emi) from power tools. The patient will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the rate/sense and shock channel. The noise was oversensed and resulted in three seconds of asystole. Isometrics were performed however only reproduced minor noise on the shock channel. The patient reported they may have been using a drill at the time of the episode. The local area field representative inquired as to why noise response pacing did not occur. Boston scientific technical services (ts) reviewed the episode and discussed there were no events that fell into the noise portion of refractory, therefore noise response pacing was not triggered. No adverse patient effects were reported.